Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # isk082513.

Event description:
The lay reporter/ daughter contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on her mother's one touch vita meter. A (B)(4) sent follow up questions; however, the reporter refused to answer some of the questions and was busy. The following was classified based on the initial call. The patient went to visit her physician on (B)(6) 2011. The physician noticed that the patient's blood glucose readings on the patient's lfs meter were around 190-220 mg/dl. Due to the high readings, the physician changed the patient's diabetes regimen and doubled her oral medication. The physician did not test the patient with his meter or at the lab before increasing the patient's diabetes regimen. 10 days after being on the new medication, the patient had developed the following symptoms: lack of appetite, feeling sick, asthenia and debility. On (B)(6), at 2:00pm the patient was hospitalized for three days. The patient was treated with an intravenous drip and their oral medication was stopped for a day. She was admitted because she could not eat and the patient was suffering from stomach pains and was not feeling well. While troubleshooting it was noted that the patient's test strips had expired in 2010. The reporter did not want to further troubleshoot. Products were replaced and requested back for investigation. The patient had discarded the subject test strips; therefore lot # was not documented. No further clinical information was provided. It would have been helpful to know the patient's initial reading in the hospital, diagnosis and how long her symptoms lasted. The complaint is being reported since the reported alleged that due to the erratic readings, the physician increased the patient's oral medication and later the patient developed symptoms and was hospitalized for three days.